Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4214448. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures, one (1) video, and the affected physical sample were returned for evaluation by our quality team. Through examination of the samples, the needle was observed through the catheter component. Through the video, it is seen that the professional tries to activate the safety retraction feature three (3) times and the product is not activated. The sudden movements are caused by the failure to activate. The catheter may have been moved back and forth, causing the catheter to become transfixed. Based on the investigation results, it is likely that this incident resulted from the spring formation within the manufacturing process. This could result from a lack of spring check station adjustments, incorrect spring check challenge parts, or a lack of check frequency at the spring check station. Improvements to the spring forming machine were implemented in a previously initiated corrective and preventive action plan. Additional checks were added to the weekly preventive check list. The reported lot number was produced prior to the implementation of these corrective measures. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from portugues to english: needle did not retract. (Metal part) did not retract when the device was activated. Additional information received on 12/12/2024 as per bd records the batch number (42144448) does not matching with the material number (38183414). Could you please share the valid batch number? A: 4214448 is there any patient impact, if yes, please explain in details? A: no can you please confirm the date of event? A: 09/12/2024 can you please confirm the affected quantity? A: (B)(4) unit was anvisa notified? If yes, what was the notification number? A: 2024.12.001832 was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: no for sample collection and replacement, please inform. - no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.